Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level over 600 mg/dl. Customer reported the needle hub was stuck in the serter. Customer was changing the sensor when she noticed the needle hub was stuck. Sensor was successfully inserted. Customer stated that the needle hub did not release from the serter. Customer was advised to return the serter. No further assistance needed.